Event description:
It was reported that the patient was shocked three times due to oversensing of the right ventricular (rv) lead. The lead also exhibited high pacing impedance. It was noted that oversensing was noted on the egm¿s (electrograms) and that a rv lead integrity warning and a rv lead noise warning had been triggered. A possible lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.